Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-03048. It was reported that patient¿s leads had migrated due to multiple falls. As a result, surgical intervention was undertaken wherein the entire system was explanted. Surgical intervention may take place to implant a paddle lead.